Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: e1: reporters phone number was not provided. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear.

Event description:
It was reported from japan that during service and evaluation, it was determined that the angle attachment device had component damage, heat, vibration, worn bearing, was loose, and the cutter could not be inserted. It was noted that the shaft was flawed, the nose tube was loose, set screw loose, bar snagging, abnormal noise, vibration, and heat generation. It was further determined that the device failed pretest for nose tube assembly, thimble set screw, cutter insertion, vibration, and temperature. It was noted in the service order that it was difficult to insert the burr device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.